Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose values were 101 mg/dl, 126 mg/dl, 235 mg/dl, 127 mg/dl, 130 mg/dl, 170-180 mg/dl, 140 mg/dl, 120 mg/dl, 6/dl and 389 mg/dl at the time of the incident. Calibration error alert was also reported. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device is not expected to be returned for analysis.